Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas for a cyst drainage procedure performed on (B)(6) 2023. During the procedure, the proximal flange was unable to be fully deployed from the catheter. The axios stent was partially deployed on the delivery system when it was removed from the patient. Subsequently, clips were placed to close the puncture site and another axios stent was placed beside the puncture site to complete the procedure. There were no patient complications reported as a result of this event.